Manufacturer narrative:
This device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow-up in clinic, the device was interrogated and was at eri. Premature battery depletion is suspected. The device was explanted and replaced and there were no patient consequences.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and normal communication was established. A longevity calculation was performed based upon programmed settings and usage data. The calculations revealed that the battery depletion was normal. The monthly battery voltage trend was reviewed and no anomalies were observed. The reported event of premature battery depletion was not confirmed.